Event description:
This event was reported as prosthetic valve dysfunction with disk splitting thrombus, moderate to severe aortic regurgitation, cardiac failure, cardiac cirrhosis, atrial fibrillation, shortness of breath, hypertension, multiple arterial-venous malformations with anemia, anasarca. No further info was provided.